Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
On (B)(6) 2018 customer reportedly received the following results on the compact plus system within 10 minutes: 53 mg/dl and 125 mg/dl. On (B)(6) 2018 customer reportedly received the following results on the compact plus system within 10 minutes: 63 mg/dl and 130 mg/dl. No adverse event reported. The lot number was not provided. Return of the suspect device was requested for evaluation.